Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device first and last of the stretched skin was not cutting well, fault was due to the cutter blade deterioration wear. The device was sent to zimmer (B)(4) for repair. Initial qa inspection of the meshgraft ii instrument by zimmer biomet on may 30, 2017: revealed that the beginning and the end of does not mesh. Repair of the meshgraft ii instrument was performed by zimmer biomet (B)(4) on june 1, 2017: cutter blade and side plate failure was found. The roller shaft part with scratch, incorrect part replacement, disassembly, clearance adjustment and operation was checked. It was repaired, inspected and tested. Zimmer biomet (B)(4) has not previously repaired/evaluated meshgraft ii instrument serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. The reported event was confirmed since during initial inspection the technician could replicate the reported event. While the returned product inspection confirmed that the meshgraft ii was not cutting well, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially.

Event description:
It was reported that the device first and last of the stretched skin was not cutting well, fault was due to the cutter blade deterioration wear.

Manufacturer narrative:
This follow up is being submitted to report additional information. On (B)(6) 2017, it was reported that the device first and last of the stretched skin was not cutting well. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. (B)(4) has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink services. Product review of the meshgraft ii by (B)(4) on (B)(6) 2017 confirmed the reported event. It was noted that the cutter blade and side plat failed. It was also noted that the roller shaft part had a scratch. Repair of the meshgraft ii was performed by (B)(4) on (B)(6) 2017 which included replacement of the cutter side plate and roller. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by (B)(4) it was that the device does not work. It was noted that the cutter blade and side plat failed. It was also noted that the roller shaft part had a scratch. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by (B)(4) it was that the device does not work. It was noted that the cutter blade and side plate failed. It was also noted that the roller shaft part had a scratch. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Reviewed by medicrea.

Event description:
No additional information received.